Event description:
It was reported to philips that the c-arc was locking when performing movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the arch is locking in certain movements. Upon further inspection, rse confirmed that the problem to be examination room air conditioning and high humidity activated the arc proximity sensors. Rse instructed the customer to calibrate the proximity sensors of the arch. After the calibration, the system was returned to use in good working order. At the time this case was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the case was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no new malfunction of the geometry movement. Based on re-evaluation, this case is not a complaint, and it is not reportable. The codes were updated based on the investigation outcome.